Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure treating a gastrointestinal bleeding (gi bleed) using ruby coils. During the procedure, the physician successfully deployed and detached a coil in the target vessel using another manufacturer¿s microcatheter. While attempting to advance a ruby coil through the same microcatheter, the ruby coil became stuck around the rotating hemostasis valve (rhv) and the proximal end of the microcatheter. Therefore, the microcatheter was removed with the ruby coil still stuck inside. The physician then took additional pictures and saw that the bleeding had stopped; therefore, the procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating a gastrointestinal bleeding (gi bleed) using ruby coils. During the procedure, the physician successfully deployed and detached a ruby coil in the target vessel using another manufacturer¿s microcatheter. While attempting to advance a ruby coil through the same microcatheter, the physician experienced resistance and the ruby coil became stuck around the rotating hemostasis valve (rhv) and the proximal end of the microcatheter. Therefore, the microcatheter was removed with the ruby coil still stuck inside. The physician then took additional pictures and saw that the bleeding had stopped; therefore, the procedure was ended at this point. There was no report of an adverse effect to the patient.